Event description:
It was reported that the patient presented for an implant procedure. Post-operative interrogation revealed that the right atrial lead had become dislodged. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.